Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, fluid leak and the identified deformation and wear issues, as two circumferential splits were noted approximately 2.3 cm and 3.0 cm respectively, from the distal end of the cath-lock. Both edges of both circumferential splits were noted to be jagged. Upon closer observation of their surface breaks, it was noted that some regions were granular and rounded while other regions appeared smoother. Upon infusion of the port body with attached catheter segment, a leak from both circumferential splits was observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2021), g3, h6 (device, method). H11: h6 (results and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately four years post port placement, the device allegedly fractured and leaked. It was further reported the patient felt discomfort and pain at the implant site. Reportedly, another device was used to complete the procedure. The patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2021).

Event description:
It was reported approximately four years post port placement, the device allegedly fractured and leaked. It was further reported the patient felt discomfort and pain in the implant site. Reportedly, another device was used to complete the procedure. The patient current status was unknown.